Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd.